Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 418 mg/dl at the time of the event and an air bubble anomaly. The customer's current blood glucose level was unknown. And treated with a insulin pump (subcutaneous insulin infusion). Troubleshooting was partially performed, and bubbles were found in the tubing. It was unknown whether the auto mode feature was active at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported high or low blood glucose event. It is unknown whether the customer will continue using the device. The device will not be returned for product analysis.